Manufacturer narrative:
1627487-12192011-003-r. This ipg serial number was included in field advisories. Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's ipg had become inoperable. The patient stopped charging a few months ago. The patient was referred to a surgeon for the ipg replacement.

Event description:
Follow up information indicated the patient's ipg was replaced.